Event description:
It was reported that during a supply change the ilet¿s touchscreen would not respond on the upper half of the display, allowing unlock but preventing selection of upper icons, and a chip in the upper left of the screen was observed and photographed; the issue aligns with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.